Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device would fail to deliver a shock during operational testing. The customer requested that the device be returned for bench repair. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca. The reported problem about "unable to deliver shock during op check" was not verified or duplicated during lab tests even after leaving the therapy pca on standby for 8hrs. Multiple op checks were attempted and it was noted that 4.9j (in spec) was delivered into the patient simulator each time during the op check shock test. There was no fault found with this therapy pca even after running extended tests.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would fail to deliver a shock during operational testing. The customer requested that the device be returned for bench repair. There was no patient involvement.